Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the blocker on the 5f exoseal vascular closure device (vcd) does not turn black. There was no reported injury to the patient. The device will be returned for evaluation.